Event description:
A malfunction was reported with the pump, but no notable events had occurred prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. To resolve the issue, technical support arranged for a pump replacement and informed the customer of the necessary steps. The customer reverted to an alternate method of insulin therapy.